Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the generator to resolve the issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The e-100 was analyzed, and the complaint was not confirmed by failure analysis. This unit was installed onto the test system, and it worked fine with vessel seal instrument installed. Vessel sealer extend instrument was used with a saline dipped gauze in the jaws and fired yellow pedal/sync activations cut/seal about 100 times and e-100 worked fine without any issue.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, the e-100 beeped and turned the instrument led yellow. The representative was advised that the issue could be isolated to the vessel sealer extend (vse) and advised the instrument could be moved to the erbe. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer plugged the vessel sealer into the e-100 and was faulty. They powered down the system and plugged it in which was fine but then when the technician put pressure it was still flaky. They ended up using the erbe to complete the procedure without any more issues. No sealing issues as it was a generator issue. The fse went out and replaced it. The instrument would not be returned. They completed the case with the same vessel sealer.